Manufacturer narrative:
The reported issue was confirmed. The device was not returned for evaluation. The root cause for this failure mode was due to a customer service order entry error. During the order entry process, the reference date of 10-27-2018 was entered into jde when the reference date should have been 11-03-2018. The device history record was reviewed ( lot bbcx0064- the lot was released on 10-22-18; lot bbcx0067-the lot was released on 10-23-18) and found nothing that could have caused or contributed to the reported event, all release criteria were met. The instructions for use were found inadequate. On the standard certificate, the reference date was listed as 10-27-2018, which was incorrect. The reference date should have been 11-03-2018. The 10% assay certificate does not list the reference date but it accurately reflected the activity of seeds at implant as 0.438mci on (B)(6) 2018.

Event description:
It was reported that the seed activity stated on the two implant certificates did not correspond. The 10% assay certificate stated 0.449mci mid point compared to 0.460mci for the group certificate. The issue was investigated and the customer used the 0.449mci value. It was later reported from (B)(6) on (B)(6) 2018, & per conversation with doctor they ordered .449 mc and the range midpoint on implant dates states .414 mc. There was a difference in own resolution planning, the doctor could not fully confirm if it was the correct dosage. They wanted clarification if misinterpreted the certificate. It was later reported from (B)(6) on (B)(6) 2018, the original order was for 0.46mci. The assay certificate showed 0.449 mid point value.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the seed activity stated on the two implant certificates did not correspond. The 10% assay certificate stated 0.449mci mid point compared to 0.460mci for the group certificate. The issue was investigated and the customer used the 0.449mci value. Per additional information received from (B)(6) on 16-nov-2018, & per her conversation with dr. (B)(6), he ordered .449 mc and the range midpoint on implant dates states .414 mc. There was a difference in his own resolution planning, the doctor could not fully confirm if it was the correct dosage. He wanted clarification if he misinterpreted the certificate. Per additional information received from (B)(6) on 22-nov-2018, the original order was for 0.46mci. The assay certificate showed 0.449 mid point value.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned for evaluation. The root cause of this complaint was a customer service order entry error. During the order entry process, the reference date of 10-27-2018 was entered into jde when the reference date should have been 11-03-2018. The device history record was retrieved and reviewed and all release criteria were met: lot bbcx0064 was released on 10-22-18; lot bbcx0067 was released on 10-23-18. The documentation for customer sales order 428736sl was retrieved and reviewed. On the standard certificate, the reference date was listed as 10-27-2018, which was incorrect. The reference date should have been 11-03-2018. The 10% assay certificate does not list the reference date but it accurately reflected the activity of seeds at implant as 0.438mci on 11/05/2018.h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the seed activity stated on the two implant certificates did not correspond. The 10% assay certificate stated 0.449mci mid point compared to 0.460mci for the group certificate. The issue was investigated and the customer used the 0.449mci value. It was later reported from india koller on 16-nov-2018, & per her conversation with dr. Doggart, he ordered .449 mc and the range midpoint on implant dates states .414 mc. There was a difference in his own resolution planning, the doctor could not fully confirm if it was the correct dosage. He wanted clarification if he misinterpreted the certificate. It was later reported from duncan cottrell-young on 22-nov-2018, the original order was for 0.46mci. The assay certificate showed 0.449 mid point value.